Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a replace transmitter alert and the transmitter lost connection with the pump. No additional patient or event information was provided. Tandem technical support instructed the customer to order a new transmitter.

Manufacturer narrative:
Additional information received: reportedly, the transmitter had been in use for longer than 6 months. The transmitter is reusable and is replaced about every 6 months.